Event description:
Device malfunction: premature, partial deployment. Time of malfunction: during device preparation. Symptoms/ae: na. It was reported that during device preparation, when the xpert stent delivery system (sds) was inserted over the wire, it was noticed that the stent was prematurely, partially deployed by a few millimeters although the handle was locked. After the sds was removed from the wire the stent came off of the delivery catheter. This occurred outside of the body and there was no patient involvement. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.